Event description:
In 2 days of patient care unit had 4 of the same type of red blood cell filters that did not work properly. They would not allow the blood to flow freely through them so there was blood mixed with air bubbles distal to the filter.

Event description:
"The tubing between the filter and the otv vent is pinched or cracked causing air to be sucked into the filtration system and observed during priming of the system. This has occurred with 10 units from this lot # - customer has 35 units unused left of this lot#. No used filters were saved but the customer would like to send in two unused sets to be investigated. Two samples were received in 2005 unused units with the tubing between the otv vent and the filter pinced or cracked. Upon initial observation co was unable to confirm the occurrence. The units were tested for leaks by infusing both air and water and none were observed. Also, there was no blockage detected. Co was unable to verify the occurrence. A review of the batch production record for lot# 0450759 revealed that this lot met all specifications for release. The firm concluded this to be an isolated occurrence, as no other such reports have been received of this nature and lot number. Nevertheless, the firm will continue to monitor for this type of defect. Inasmuch as this was single one-of-a-kind report, the firm cannot conclude that the frequency is rising, unchanged, or falling with regards to co's expectations.